Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was receiving baclofen 250 mcg/ml; 31.95 mcg/day and bupivacaine 15 mg/ml; 1.918 mg/day via an implantable pump. Indication for use was movement disorders. The date of the event was (B)(6) 2019. It was reported a motor stall was seen at initial interrogation. The patient had magnetic resonance imaging (MRI) on (B)(6) 2019 and the event logs show that a motor stall occurred at 22:34. The patient did not have the pump checked after the MRI. There was never a recovery in the logs until (B)(6) 2019 at 11:35 am. The patient had an MRI on (B)(6) 2019 and recovery occurred at 11:35 less than two after exiting the MRI field. The procedure was not due to a problem with the device or therapy. No symptoms were reported. No further complications were reported.